Manufacturer narrative:
The suspected root cause is incorrect calibration. The surgeon likely calibrated the arm while applying pressure on the arm or had tool inserted into instrument holder during calibration.

Manufacturer narrative:
On this occasion the issue could not be confirmed, the reported event could not be reproduced. The reason for the reported issue cannot be determined.

Event description:
Surgeon reported that during surgery, the robot arm of the device drifted. The surgeon also reported that the accuracy of the robot arm position was not affected by the alleged drift. A medtech representative will meet surgeon to obtain more details about this event.